Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d 3ss cv IV tubing broke apart at the connection when placing it on the pump, leaking fentanyl. This resulted in a delay in care to the critical patient. The following information was provided by the initial reporter: "IV tubing broke apart at connection upon placement into IV pump. Fentanyl then was spilled onto the floor and patient was not receiving pain medication at a critical time (end of life). Rn attempted to put tubing back together but it was unsuccessful. New tubing had to be primed and placed, resulting in delay of care."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of separation in tubing at connection could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer.

Event description:
It was reported that the as lvp 20d 3ss cv IV tubing broke apart at the connection when placing it on the pump, leaking fentanyl. This resulted in a delay in care to the critical patient. The following information was provided by the initial reporter: "IV tubing broke apart at connection upon placement into IV pump. Fentanyl then was spilled onto the floor and patient was not receiving pain medication at a critical time (end of life). Rn attempted to put tubing back together but it was unsuccessful. New tubing had to be primed and placed, resulting in delay of care."